Event description:
It was reported that a pump had a failed occlusion high at 46.55 psi (pounds per square inch) during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals all intact and signs of fluid ingression on downstream sensor. The customer problem was duplicated during the investigation. Performed pressure switch test and found downstream occlusion sensor activated out of device manufacturing specifications due to fluid ingression. For corrective action it was recommended that the downstream sensor be replaced. The root cause of the reported problem was traced to the user. The product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400; correction: h4: mfg. Date. 19-feb-2003.